Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked and bleeding display glass. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a damaged insulin pump. Customer stated that his son dropped the pump this morning on the bathroom floor. The customer stated that it was shattered on the inside on the right side of the pump. Customer stated that the only thing you can pull up is that it is suspended. Customer stated that when you press the buttons, the letters and numbers are all mixed together and you can't read the information. Customer's blood glucose was 187 mg/dl. Customer stated that the lcd screen is shattered. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.